Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was initially reported that the patient was experiencing a loss of therapeutic effect. A fading sensation and a surging sensation was noted. There was no known accident or incident related to this complaint. The patient noted it didn't seem to be working. There were four programs and the 3rd program can turn it all the way up and there's nothing to be felt. Programs 1, 2, and 4, the patient did feel stimulation; however, it wasn't controlling the bowel incontinence at all. The patient wasn't quite sure what to do. The patient didn't know when it was stimulating what it was telling her body to do, she doesn't understand it. Regarding how long it had not been controlling her symptoms, it was noted: 3-4 months now. Regarding if there had been any accidents, trauma, environmental exposures, falls, strenuous exercises, medical procedures that might have impacted the settings, it was noted: no. The patient was staying on each program about a month before changing and initially was told to use each program for a minimum of 2 weeks. Regarding if the patient had adjusted the settings when she was on each program, it was noted: yes. The patient was on program 4 at 1.3v. Regarding if the patient goes up, is it too uncomfortable, it was noted: the patient can go up to 1.4v and it's annoying, but not uncomfortable. The patient turned it up to 1.4v and it fades out and then comes back strong again. Regarding if the patient called hcp (healthcare provider), the patient noted she called them right before she called patient services. Regarding how the patient turns on the system, it was noted that the patient was using the blue lightbulb on front, then hits the sync button on side and then it syncs and the screen comes up with lightning bolt, the program the patient is on and shows what level it is at. It was noted that the patient was doing it the right way in how she checks her device. It was noted that the patient was not getting symptom relief, had used all 4 programs, can't go higher then 1.3v, getting the sensation fading in and out and option to be checked and possibly reprogrammed. The patient's location was home. It was later noted that the patient was having concerns regarding their device or therapy, but was working with their physician or the manufacturer's representative. Additional information received noted that the implantable neurostimulator (ins) was malfunctioning - kept turning off. The device was explanted and replaced. There was no patient injury. The patient recovered without sequelae.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy221439h ) showed ins functionally okay; insignificant anomalies. No significant anomaly.